Event description:
Caller alleged discrepant results with inratio verus lab. Results are as follows: inratio: 4.1, 3.9, lab: 3.2. Caller had tested pt at home and got a 4.1, retested in the office and got a 3.9. Then had sample sent to lab, result 3.2. Caller stated that the pt range should be no more than 3.5 for the pt.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 2009, inratio: 4.1, lab: 3.5, mean: 3.80, confidence limits: 2.3-5.7; same day, 3.9, 3.5, 3.70, 2.2-5.3. Per tsr, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested when it is returned. Inratio precision data provided by end-user lot: date: same day, 1st inr = 4.1, 2nd inr = 3.9. Inratio meter: mean: 4.0, sd: 0.1, %cv: 3.5. The 3.0% cv is less than 20%. Inratio meter results pass the criteria for precision. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Device was not returned for eval. Investigation is closed. No corrective action is required as no product deficiency was established.